Event description:
It was reported that ¿this one had never worked¿. It had never provided therapeutic relief since it was implanted but was causing negative side effects. The patient was also feeling stimulation in the wrong location. It was supposed to have been in the groin area but was more in the ¿upper right leg and foot¿. The symptoms the patient experienced were reported as leakage, both urinary and fecal, as well as urinary retention requiring catheters. The patient¿s right leg was weak and the patient was "unable to stand on tip toes¿. The patient was ¿not feeling good all over¿ and it was ¿making her back symptoms worse¿. It was also making the patient ¿kind of short of breath¿. As soon as the implantable neurostimulator (ins) was turned off, the patient could get up on her ¿tip toes¿. The patient turned it back on but it ¿immediately got worse¿ and she turned it off again. At the patient¿s last appointment a couple of months prior to the report, she was informed ¿that¿s the best that could be done¿.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va02ssf, implanted: (B)(6) 2012, product type: lead. (B)(4).